Event description:
Per the clinic, the patient developed an infection at the implant site, which was treated with oral antibiotics (specific date and duration not reported). The patient subsequently experienced necrosis, skin breakdown, and wound dehiscence, resulting in extrusion of the implant. The device was subsequently explanted on (B)(6) 2026, under general anesthesia. During the explant procedure, the infected area was surgically cleaned. Reimplantation is planned but had not taken place at the time of this report.